Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient received the following results within 10 minutes on his accu-chek performa meter: reading 1: hi, which on the system indicates a result in excess of 600 mg/dl; reading 2: 217 mg/dl; reading 3: 144 mg/dl; reading 4: 93 mg/dl . No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.